Event description:
Epidural noted to be leaking at the yellow connector clamp. The clamp had been taped closed, however was still able to pop open. The epidural catheter did not become dislodged and the yellow connector clamp was retaped. Taping the connector is a workaround for the staff since the clamp is continually coming undone.